Event description:
A sonoma crx-cwg was removed from a pt 2 months after the date it was implanted because the hardware was broken.

Manufacturer narrative:
The medial segment was not prepared to the requisite depth per the surgical technique guide and IFU. The device was improperly placed. Breakage was caused by the wavibody being too close to the fracture site. The surgeon did not follow the instruction for use such that the implant failed.